Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the at home monitoring system, for this patient showed a red blinking light. It was determined that the red light was a result of a high out of range right ventricular (rv) pace impedance measurement. The rv lead connected to this pacemaker is from another manufacturer. Impedance trend data shows that the rv lead has intermittently jumped, since (B)(6) of 2019. The patient was referred to contact their clinic regarding the issue. This device remains in service and there were no adverse patient effects reported. This report will be updated, should additional information be received.